Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pacing lead impedance measured 1016 ohms on (B)(6) 2014. Analysis of the device memory indicated oversensing associated with the rv lead. Short interval counts (sic) of seventy has been noted and could be as a result of 947 ,104 single pvc¿s.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and oversensing occurred. The lead remains in use, but another pace/sense lead was implanted as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.